Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a disassociation of the stem from the femoral component involving a triathlon ts femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no devices associated with the event were returned or made available for identification or evaluation. Intraoperative pictures were provided, but did not provide any insight into the reported failure nor were they sufficient to confirm the event. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Update per sales rep: revision was on patients knee.

Event description:
Eight years after revision surgery the patient was experiencing pain. It was noticed on x-ray that the stem was not connected to the femoral component. Triathlon ts femur with a cemented stem was revised because stem was not attached to femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.